Event description:
It was reported via repair work order that the scale was inaccurate when the bed was lowered as the motor had lost its limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.